Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the recent implant of this system, there was noise noted. Boston scientific technical services (ts) was consulted and suggested it might be air bubbles and if so would subside shortly. The physician elected to not use this device, and implanted another. The pocket was closed and all numbers were stable. Post op check noted noise and low out-of-range (oor) pacing impedances on the right ventricular (rv) lead. There was also intermittent capture and sensing. Programming changes were made which did illicit better measurements, and the physician elected to leave the system as is. It is believed that the rv lead was somehow damaged at implant, possibly an insulation issue or integrity compromised at suture tie down. To date, no additional adverse patient effects have been reported.

Event description:
Additional information was received that noise, oversensing and pacing inhibition were observed on the right ventricular (rv) channel via the programmer. There was no asystole reported. The root cause for the clinical observations was not determined. The decision was made to surgically abandon and replace the associated rv lead. This pacemaker remains in service. No additional adverse patient effects were reported.